Manufacturer narrative:
(B)(4). Date sent: 3/29/2024.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2024. D4: batch # 597c73. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the anvil knife slot damaged, and with no reload present. No functional test was performed due the condition. In addition, no damages were noted on the firing or closure triggers. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at finished good quality assurance. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in increased forced to fire or instrument failure. Device history review: a manufacturing record evaluation was performed for the finished device batch number 597c73, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired and noted the firing trigger was broken. Changed another one to continue the surgery, it was reported that during the surgery, noted the anvil deformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2024. D4: batch #: unk. A manufacturing record evaluation was performed for the finished pcee60a, with lot/batch number a9du1h, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.